Event description:
A us distributor reported that a patient was experiencing check therapy pad messages, alarms, and asystole alarms.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad, alarms, and asystole) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.